Manufacturer narrative:
The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that three patients identified in a journal article had a poor harris hip scores (<70) at 4 years post implantation. There has been no further information provided and the patient outcome is unknown.